Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt reported "something was wrong with it." Pt said they had been plugging 'it' in and couldn't get 'it' to go to which one was charged. Agent asked, pt explained the controller automatically went to looking for device, then 'no device found,' rather than normal charging screens. Pt said they pressed try again and recharge, and tried to get their implant charged on and off yesterday, going through passive recharge mode (prm) for 30-45 minutes. Pt had been without therapy since friday, when they first realized they couldn't get their implant to charge. While on call, cycling through prm screen, pt said they saw 99-99-99 and 98-100-100, then 'cable disconnected' displayed while recharger was still plugged in. Agent had pt check for damages to recharger plug; no damages reported, and pt said they clean the connections every time the charge to keep lint out. Agent asked, pt confirmed their recharger was getting hot while trying to charge the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm). Pt mentioned they would lay on the recharger when charging their implant. Pt said they were last able to charge their implant monday of last week.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved with the replacement recharger.

Manufacturer narrative:
D9. The recharger was returned for analysis on 2023-sep-06. H3. Analysis of the recharger found that the complaint could not be verified but non-conformances were found. The recharge antenna failed due to the rms voltage at the h field probe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.